Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intermittent catheter varied in size. The patient explained the tip of the catheter can be either thick or thin. And also stated out of the 6 boxes received only 3 boxes are usable and felt through the packet ones are suitable or not. The thicker ones were not usable.

Event description:
It was reported that the intermittent catheter varies in size. Patient explained the tip of the catheter that can be either thick or thin. And also stated out of the 6 boxes patient received only around 3 boxes are usable and explained patient felt through the packet what ones are suitable or not. The thicker ones were not usable.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.